Manufacturer narrative:
The primary complaint of a user advisory 12 was confirmed during initial functional testing and archive data review of the returned autopulse platform. The root cause of the issue was due to a loose belt clip switch. The issue was resolved after the screw of the belt clip switch was tightened. During visual inspection, the belt clip switch screw was found loose. Additionally, unrelated to the issue the top cover's screw support was found cracked and the battery latch was deformed. The autopulse platform is a reusable device and was manufactured in 2011. Therefore, a loose belt clip switch screw found during visual inspection is characteristic of normal wear of the device. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the autopulse platform with serial number (B)(4).

Event description:
It was reported that the autopulse platform (s/n: unknown) displayed a user advisory 12 (lifeband not present) message during a shift check. The issue was not resolved, after reconnecting the lifeband. There was no patient involvement.